Manufacturer narrative:
Technician replaced the brake block assembly bearings to resolve the issue.

Event description:
Technician alleged that the brake caster was not holding when the brake was applied. No pt impact.